Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
Reported via clinical study, it was reported that dehydration and hypotension occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. At an unknown amount of days post index procedure, the patient presented to the emergency room (ER) with complaints of hypotension. The patient was hospitalized, required diagnostic tests and a computed tomography (CT) scan of the abdomen/pelvis. The patient was diagnosed with dehydration and given intravenous vasopressors and intravenous fluids. The patient was discharged the following day.